Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional endovascular treatment procedure using a small bore sheath (</=8f). Reportedly, the plunger was difficult to push and the lever was successfully engaged during the procedure. The foot was completely closed prior to removing the device from the patient; however, excess force was applied during suture deployment. Due to a slight blood leakage, manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, excessive force.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the prostyle instructions for use, (IFU) states: 12.4 - step 2: do not use excessive force to push the plunger or depress the plunger repeatedly. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to plunger deployment issue, include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b1 - adverse event/product problem: "adverse event" was removed. B2 - outcomes attributed to ae: updated from "required intervention" to "n/a". H1 - type of reportable event updated from serious injury to: "malfunction".

Event description:
Subsequent to the previously filed MDR report, additional information was received. Hemostasis was achieved with the prostyle sutures; however, due to a slight blood leakage (tissue tract oozing), manual arterial compression was applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.